Event description:
Customer received a blood glucose result of 179 mg/dl. She took her insulin and ate a normal breakfast. She later began to feel tired. The customer's husband took her to the hospital where 30 minutes later they received a result of 33 mg/dl on the doctors device. The customer was given food and drink. Unknown if controls were in use. A request was made for the return of the suspect device and replacement product was sent.